Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device, balloon catheter 2afast28 with lot number 17487-23, and data files were returned and analyzed. The data files showed two injections were performed with the returned catheter. Data files confirmed the system notice 50005 (indicating that the safety system detected fluid in the catheter and stopped the injection) and system notice 50006 (indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled) for the date of the reported case. Visual inspection of the catheter showed blood inside the balloons. Smart chip verification indicated that the catheter was used for two injections. Dissection and pressure testing showed a guide wire lumen kink at 0.8 inches proximal from the tip and breached at 1.19 inches from the tip. In conclusion, the reported system notices 50005 and 50006 were confirmed through testing. The catheter failed the inspection due to a guide wire lumen kink and breach. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, two system notices were received. The first system notice indicated that the safety system detected fluid in the catheter and stopped the injection. The second system notice indicated that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The balloon catheter was replaced and the case was completed with cryo. The catheter subsequently tested out of specification upon the manufacturer's investigation. No patient complications have been reported as a result of this event.